Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted on may 1, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement and loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 14, 2019.

Manufacturer narrative:
This report is submitted december 18, 2019.